Manufacturer narrative:
Omit : MDR reviewer. Additional information : MDR review required?, imdrf annex a and g codes.

Event description:
It was reported to bd clinical consultant that occasional occlusion alarms are reported with the syringe module when bolusing propofol. Occlusion pressure settings are on high. Customer states they are using microbore tubing to deliver the propofol bolus. Bd clinical practice consultant to provide customer with small bore tubing to try. There is no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported to bd clinical consultant that occasional occlusion alarms are reported with the syringe module when bolusing propofol. Occlusion pressure settings are on high. Customer states they are using microbore tubing to deliver the propofol bolus. Bd clinical practice consultant to provide customer with small bore tubing to try. There is no information on patient involvement.